Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly multiple times around 50% battery life. Review of pump data by tandem technical support showed that the pump battery depleted suddenly from around 50% and subsequently shut off. The pump was connected to a power source and able to be turned back on. Customer reported blood glucose level was 128 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.